Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown and the vessels were reported to be non-tortuous and severely calcified. It was reported that the physician attempted to insert the device without the use of an introducer sheath, first through one iliac artery unsuccessfully and then through the other iliac artery also unsuccessfully. A variety of dilators from 12 french to 18 french sizes were used to dilate the iliac arteries; however, insertion of the device was unsuccessful. A conduit was sewn in to attempt inserting the device utilizing the retroperitoneal approach, which was unsuccessful due to the severe calcification in the iliac arteries. The device was found to have kinked. The physician elected to convert the pt to surgical open repair. No add'l clinical sequelae were reported, and the pt is reported to be fine. The device was discarded and will not be returned for eval.